Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with illeal conduit surgical procedure that the erbe had repeated c-38 errors when activating monopolar energy. The user connected a valley lab force triad generator to continue the surgery. It is unknown if the bipolar energy was affected as well, as the customer was only using monopolar energy and a synchroseal instrument connected to an e-100 generator. There were no reports of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed, and failure analysis investigations confirmed the customer reported error on the generator unit but could not replicate the same. System log review identified a c-00 error, confirming that the fault occurred in the field. Visual inspection did not reveal any issues related to the reported event. The unit was then installed on an in-house system, where it operated as expected, successfully energizing and cauterizing, with all ports correctly recognizing instruments. The complaint was confirmed based on the field evaluation. The probable cause of customer reported issues is attributed to a faulty electrical component inside the generator. These errors indicate current and voltage variations during energy activation.